Event description:
The device was returned to the service center with a report from the customer contact that the battery indicator is on while in a/c. This does not indicate a reportable malfunction. However, during verification testing at the service center, battery leakage from the disposable batteries was noted in the battery compartment, battery door, and the middle circuit board.

Manufacturer narrative:
During testing, battery leakage from the disposable batteries was noted in the battery compartment, battery door, and middle the circuit board. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.